Event description:
A physician reported that vitrectomy probe had poor cutting performance, and it could not be improved after reducing the cutting speed before cataract and vitrectomy combination surgery. The surgery was completed on the same day by replacing with another product. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).